Manufacturer narrative:
(B)(4).

Event description:
It was reported that during spinal fusion procedure the tip of the screwdriver broke off while implanting a screw in the patient. The product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.